Event description:
Per the clinic, the patient experienced poor performance with the device and open circuits were noted on multiple electrodes. Reprogramming attempts were made; however, the issue could not be resolved. The device was subsequently explanted on (B)(6) 2026.